Manufacturer narrative:
Boston scientific corporation became aware of the reported event via the maude report with # mw5065053. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 365 laser fiber was used during a right ureteral laser lithotripsy in the right ureter performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the laser fiber tip broke off. The broken laser fiber tip was retrieved and removed from the patient's right ureter and was sent to the pathology. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.